Event description:
It was reported the patient lacked basic understanding of patient programmer use. It was stated at the time of report the patient could feel the stimulation, but before they got the programmer out and called to report, the patient ¿didn¿t feel it like I do now.¿ it was noted the patient never had therapeutic effect and for the past year prior to report the patient had to get up to use the bathroom every two hours every night. It was stated the patient¿s implantable neurostimulator (ins) was not helping their symptoms. Reportedly, the patient increased their stimulation to 1.9 volts and was going to see if that helped their symptoms. It was later reported the patient was still having concerns with their device or therapy but had not sought further help. It was reported the stimulator was not working. The patient had a gradual return of symptoms for eight months. They were not making it to the bathroom in time during the night. The slightest pressure made them go to the bathroom. Their programmer would not work. Replacing the batteries resolved the issue. Stimulation was confirmed on, but they did not feel stimulation. While on the call, the patient increased stimulation from 1.9 v. 2.8 v was too strong. Decreasing to 2.2 v resulted in comfortable stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v699317, implanted: (B)(6) 2011, product type: lead. (B)(4).